Event description:
Bakri placed and determined to be in the incorrect location. When provider attempted to remove fluid from balloon and re-position, was unable to do so. This same issue was noted to happen with two other bakris on another occasion, but staff failed to save and note lot numbers. In this same procedure, first bakri device leaked fluid but was discarded and lot number was not noted.